Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a power surge, the transmitter's prongs became charred and the plastic on the power adapter melted. The device would be replaced.